Event description:
The customer reported that while the unit was in use on a pt, the unit's motor stopped working when the power supply cable at j103 pin-4 was wiggled. The pt was switched to another unit and therapy was continued. No pt injury was reported.